Manufacturer narrative:
Device evaluated by MFR:  one cadd solis hpca pump was received with the lens damaged and the downstream occlusion (dso) sensor seal bubbled/cracked. There was no evidence of the reported issue in the event log. Accuracy testing was conducted and the reported "failed delivery accuracy test" issue was duplicated. The expulsor of the pump was out of specification. The expulsor will be replaced to resolve the issue.

Manufacturer narrative:
It was also reported that the device failed during the yearly preventive maintenance (pm).

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed delivery accuracy test (>20 +/- 1.2ml). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.